Manufacturer narrative:
Follow-up 08/06/2016: contact indicated that the customer's bg levels returned to target. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 358 (mg/dl). Customer administered a correction bolus to treat their bg level. Although requested by tandem technical support, contact declined to perform troubleshooting for the pump. Contact indicated that they will contact the customer's health care provider to discuss the customer's bg level.